Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device failed telemetry testing due to the cable being out of electrical specification. (B)(4).

Event description:
It was reported the programmer would not recognize/interrogate intermittently, despite changing the programmer rf (radio-frequency) head. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.